Event description:
It was reported that the customer was hospitalized due to large ketones and high blood glucose, and her blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the father to run a manual prime test and the insulin did exit. The caller mentioned having problems while he attempted to rewind and prime the insulin pump. The father stated that the insulin pump would prime a large amount of insulin before detecting the reservoir, and sometimes the device would stop rewinding. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.